Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak after surgery. It was noted that it was a ¿horrible¿ headache and the patient waited for the csf to replenish itself. Information received as of the date of this report indicated that the patient had to be admitted to the intensive care unit for a ¿couple of days¿ due to the csf leak and ¿killer headache.¿ after the patient built up more csf, the headache went away. No further information was reported.

Manufacturer narrative:
Product ID 3389s-40 lot# v530287, implanted: 2010 (B)(6), product type lead product ID 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3389s-40 lot# v530287, implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4)